Event description:
It was reported that during preparation stent damage occurred. A 2.50x20mm promus premier¿ stent was removed from the box when it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The product stent protector was not returned for analysis with the device. It was noted the mandrel was "frozen" within the inner wire lumen because of 2 reasons; 1. The mandrel was kinked 13mm distal from its proximal edge and, 2. The tip of the device was damage and locked onto the curve of the distal pigtail of the device. It is likely that significant force would have been required to slide the stent protector over the product mandrel pigtail. The stent protector was not received for analysis and thus not covering the crimped stent. As a result, the stent protector would have been removed during unpacking. It was not possible to remove the product mandrel from the device at there was a kink in the mandrel 13mm from the proximal end. The kink in the mandrel occurred as the mandrel wire exited the port bond. The bumper tip of the device showed signs of damage as the product mandrel appears to have been forcefully moved proximally through the device tip thus been damaged by the mandrel pigtail. This type of damage is likely to have been caused by handling damage during preparation as the device stent protector was not returned on the device. The correct positioning of the mandrel, stent protector offer support and protection to the distal components of the delivery system. A visual and microscopic examination found that there was no apparent contrast media inside the balloon indicating that the device was not used within the patient. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation stent damage occurred. A 2.50x20mm promus premier¿ stent was removed from the box when it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4).